Event description:
During the performance of a balloon angioplasty, using a boston scientific ultra-thin diamond balloon dilation catheter, the balloon ruptured upon inflation. Upon attempts at withdrawal of the balloon, the balloon appeared to shear off. Attempts at retrieval of the balloon fragments unsuccessful.